Event description:
It was reported that three days post implant, the patient experienced an arrhythmia and heart block. The right ventricular (rv) lead thresholds were noted to be unstable. An attempt to reposition the lead was unsuccessful, the lead was explanted and replaced. After replacing the rv lead, the implantable pulse generator (ipg) set screw was not able to fix the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.